Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2016. Attempts to interrogate the device were unsuccessful; a magnet was placed to record the magnet rate. The patient presented to the clinic the following day, (B)(6) 2016 complaining of experiencing presyncopal episodes as a result of the magnet placement. Upon interrogation, the pulse generator exhibited backup vvi operation. On (B)(6) 2016 the device was explanted and replaced.

Event description:
New information reported stated that the patient was doing very well post surgery.